Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the itu during the insertion of the catheter in the male pt's internal jugular vein, the swg kinked. As a result, the swg was removed and a new kit was opened. When inserting the second swg, the same issue occurred. See MDR 1036844-2013-00417 for second complaint. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.